Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an air bubble approximately 10cm long observed in an unspecified access set during use with a non-baxter pump. It was further reported that the unspecified bag was spiked correctly, the tubing was in the side holds, and the clamp was open. This issue was identified during patient infusion, however the patient was disconnected to run the air bubble out the end of the line. There was no occlusion or air bubbles observed when the line was primed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.